Event description:
A customer site in (B)(6) filed a complaint alleging discrepant results were generated for one patient while using the cobas ampliprep / cobas taqman hiv v2 test. Two samples were collected from the same patient and were both included in the same run on (B)(6) 2012. One sample was collected on (B)(6) 2012 and generated a result of (B)(6) and the other sample was collected on (B)(6) 2012 and generated a result of (B)(6). The patient is a pregnant female who is known to be (B)(6). It was stated in the case that the patient has not yet received treatment.

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
A customer from (B)(6) alleged discrepant results for two samples from the same patient, drawn one week apart, when using the cap/ctm hiv v2.0 test. Both samples were tested on the same run. The sample collected on (B)(6) 2012 generated a result of (B)(6). The sample collected on (B)(6) 2012 generated a result of (B)(6). This represents a (B)(6) discrepancy between the two samples. It was originally stated in the complaint that the patient was not receiving treatment for (B)(6) infection. During the course of the investigation, updated information was provided that the patient did receive (B)(6) treatment between the time the first and second collections were obtained. Investigative testing of the two samples generated similar results to those generated by the customer. The sample collected on (B)(6) generated an (B)(6) result of (B)(6). The sample collected on (B)(6) generated an (B)(6) result of (B)(6) testing of complaint kit retains met specification. No product non-conformance was identified and the kits are performing as intended. It is likely that the difference in (B)(6) titers seen between the two sample collections is due to the patient response to treatment that was initiated between the time of the first and second sample collections, with lower (B)(6) titers seen with the second collection. (B)(4).